Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Patient reported "capsular contracture", "lumps", "lumps to be cancer". Patient also reported via ultrasound "capsular contracture at grade 4", "severe pain", "I can hardly sleep", "struggling with her mental health ", "found out that implants were re-called". Patient also reported via ultrasound "implants seem to be slight distorted and rippled", "several folds and undulation", "deformity of the breast tissue", "rupture", "fluid accumulation within the implant or evidence of any masses". Patient also reported via scans "implants had been re-called", "capsular contraction", "severe pain", "implants had ruptured". This record is for the left side. Device was explanted.

Manufacturer narrative:
This supplemental report is to capture the event of rupture. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient reported "capsular contracture", "lumps", "lumps to be cancer". Patient also reported via ultrasound "capsular contracture baker grade IV", "severe pain", "hardly sleep", "struggling with mental health ", "found out that implants were re-called". Patient also reported via ultrasound "implants seem to be slight distorted and rippled", "several folds and undulation", "deformity of the breast tissue", "rupture", "fluid accumulation within the implant or evidence of any masses". Patient also reported via scans "implants had been re-called", "capsular contraction", "severe pain", "implants had ruptured". This record is for the left side. Device was explanted.